Event description:
The event was reported by a customer from USA: "2 adapter is broken. New type of adapter is fragile. Prior to patient use. Glue not working well. Adapter is open with wires exposed. Delay in therapy: no. Need for medical intervention: no human harm: no."

Manufacturer narrative:
(B)(4). Q core med ltd (manufacturer) is submitting the report on behalf of hospira.